Event description:
Infant heel warmer with tape by cardinal health exploded while attempting to activate and sent contents spraying all over phlebotomist, (B)(6) and infant. Infant was swaddled and contents did not come into contact with infant's skin, face or eyes. Dates of use: still in use. Diagnosis or reason for use: stimulate capillary dilation for venipuncture.